Event description:
I had the novasure procedure done in (B)(6) 2014. Over the past six months I have suffered from unexplained weight gain and water retention, increasing monthly pains with my periods, a hormonal imbalance resulting in the above mentioned weight gain as well as anxiety, recurrent bladder infections, vaginal discomfort, sexual dysfunction, and headaches. I have been repeatedly told by my gynecologist that none of this could be caused by my procedure, but none of this could be caused by my procedure, but none of these problems existed until I had this surgery and there are hundreds of women experiencing the same side effects and much worse. This procedure is not safe.